Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The o2 gas module was found defective during preventive maintenance procedure of the device, and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs for the reported date of event, revealed that following issues appeared during the pre-use check: o2 cell/sensor test sequence failed and flow test failed indicating that the o2 gas module offset is not within specified limits. The replaced o2 gas module was returned for further investigation. A visual inspection of the returned gas module revealed no abnormalities. The gas module was then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed multiple pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. Following the ventilation period, several pre-use checks were conducted, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The reported issue could not be reproduced at the manufacturing site; therefore, no definite cause for the reported issue can be established at this moment.

Event description:
Manufacturer's ref# (B)(4).